Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the source of the problem was attributed to the flowcell. The fse replaced the flowcell to resolve the reported issue. The repairs were verified as per service procedures. (B)(4).

Event description:
The customer reported an uncontained leak on their iq200 system. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face shield and gloves. There was no exposure to the leaking fluid. There were no erroneous patient results generated. There was no change to patient treatment.